Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
The doctor complaint of having difficulties to penetrate the skin and vessel with this needle. It appears not being sharp enough and too much force was needed to get the needle in the vessel. Once in the vessel, it was difficult to advance the guide wire through the needle. The needle and guide wire had to be withdrawn completely and the vascular specialist had to be brought to repair damage to the vessel. The vessel was damage do to all the extra manipulation inserting the needle and guide wire. The guide wire was stuck inside the needle and the needle appears to be slightly bended.